Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Additionally, it was reported that the cartridge leaked and resistance was experienced during the fill process. A syringe needle change was performed resolving the issue. Customer¿s blood glucose level ranged between 54-500 mg/dl. A new cartridge was loaded resolving the issue.